Manufacturer narrative:
B5: additional information received via email on 28-oct-2021: the reported issues were discovered during our in-house inspection and testing procedures. There were no patients involved. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Replaced the air detector and also the dso (downstream occlusion sensor) for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line prime and occlusion alarm. No patient injury reported.